Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Investigations found that the personality module surgeon control (pmsc) was not using the left channel properly and causing a blank screen. The pmsc was replaced to resolve the issue. The system was tested, and verified as ready for use. The unit was returned for failure analysis, but the reported failure could not be reproduced. There was good video in both eyes with no anomalies. There was no trouble found with the unit but the surgeon console leaf (scl) 1 was replaced as a precaution. Site history review: a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image/video review: no image or video clip for the reported event was submitted for review. System log review: a log review performed by technical support engineer (tse) did not reveal any related errors. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the vision from the left eye of the high resolution stereo viewer (hrsv) was missing despite completing troubleshooting. The procedure was converted to laparoscopy as the system was unavailable. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the customer reported that the left eye was out on the console. The customer stated that prior to calling technical support, they tried power cycling the system, but the left eye was still black. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and no errors were noted. The tse walked the customer through a hard power cycle of the surgeon side console (ssc) and had them reseat the blue fiber cable on both ends, but the issue remained. The tse then had the customer hard power cycle the vision side cart (vsc), confirm camera cable was tight on both ends, hard power cycle the ssc, and unplug the power cord for the ssc, but the issue remained. The customer noted that when the system powers on, the left eye does come up for a second then after the master tool manipulators finish homing, the left eye goes back out. The procedure was converted to laparoscopy. Isi followed up with the reporter and obtained the following information: there was no injury in the patient involved.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g3, g6, h2, h6, and h10. D02- on 25-jan-2021, intuitive surgical, inc. (Isi) received the following additional information from the failure analysis by the original equipment manufacturer (OEM): both of the surgeon control leaf (scl) components with part number: 351660-04 were replaced. The unit passed system verification test.